Event description:
It was reported to boston scientific that there was a minute left in the procedure and a fluid loss alarm occurred. During the alarm, the physician withdrew the sheath inadvertently toward the external os of the cervix. The procedure was started again, and 20- 40 ccs of saline came rushing out into the vagina, the patient jumped back and the doctor withdrew everything out of the vagina. The patient experienced a 1st degree burn. There was no blanching and the doctor noted that it was not greater than a 1st degree burn. The patient was treated with sylvadine cream. (The optional tenaculum stabilizer was not used at any time during the procedure.)

Manufacturer narrative:
The device has not been returned for an evaluation. The cause of the reported malfunction is undetermined. The hta users' manual on pages 5 - 7 indicate the warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. Pages 38 and 40 may also be referenced which discuss the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the patient. Additionally, the event description specifically states that the physician withdrew the sheath assembly before the system was able to cool down. Page 43 of the users' manual provides a specific warning against doing this as the heated fluid may cause a thermal injury to the patient. The most likley root cause is user error. Product disposed.